Manufacturer narrative:
The reported lot number was 2116999. Device evaluated by MFR: returned product consisted of the watchman delivery system (wds) with the implant detached from the core wire. The device was bloody. The sheath, tip, core wire and implant were microscopically and visually inspected. Inspection revealed sheath damaged (flattened/abrasions) starting 73.1 cm from the tip of the device, numerous kinks in the sheath, tip damage (tricuts bent/flared/abrasions/flattened), and anchor damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that there was difficulty recapturing the closure device into the access sheath. A left atrial appendage (laa) closure procedure was planned. A watchman access system (was) was selected and a 30mm watchman laa closure device & delivery system (wds) was selected. The was positioned in the laa and the wds was inserted into the was. The 30mm device was deployed in the laa, but due to difficult anatomy and the distal position of the device in the appendage it needed to be partially recaptured 4 times. The device was then fully recaptured and when it was analyzed outside of the patient the feet were caught up on the opposing side. The device was difficult to recapture but no adverse events took place and the physician ended up deploying and releasing a 27mm device safely with the same was. There were no patient complications and the patient was discharged home.

Event description:
It was reported that there was difficulty recapturing the closure device into the access sheath. A left atrial appendage (laa) closure procedure was planned. A watchman access system (was) was selected and a 30mm watchman laa closure device & delivery system (wds) was selected. The was positioned in the laa and the wds was inserted into the was. The 30mm device was deployed in the laa, but due to difficult anatomy and the distal position of the device in the appendage it needed to be partially recaptured 4 times. The device was then fully recaptured and when it was analyzed outside of the patient the feet were caught up on the opposing side. The device was difficult to recapture but no adverse events took place and the physician ended up deploying and releasing a 27mm device safely with the same was. There were no patient complications and the patient was discharged home.